Event description:
While performing a pullback through a sfa artery in the leg, the .014 boston thruway wire pulled through the side of the proximal monorail wire exit port. The ivus catheter shaft split completely up to the imaging transducer. The catheter and wire were able to be removed from the pt safely by pulling through the 6 french sheath.

Manufacturer narrative:
Upon return, the catheter was examined by a team consisting of qa, mfg, r&d, and regulatory. It was determined that the device appeared to have been built per specs. Although there was no pt impact due to this incident, there is a potential for injury should this happen again. This report is being sent as a notification.